Event description:
A patient reported blood glucose results of 110, 182, and 236 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on the information provided, there is evidence of malfunction. Howeverm there is no evidence that the patient suffered a serious injury. The meter and test stripsw are being sent to the patient.